Event description:
The safety cover on two 21g x 1-1/4" (0.8 x 32 mm) blood collection needles broke off. 5 days later, three pink safety shields from blood collection needles broke off. They came from a different box with a different lot number (lot #0030216) and expiration date (exp 01/31/2025) broke off. No injuries to patients or healthcare provider occurred in either incident.